Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and confirmed the reported failure in the fault logs. The stm noted that the customer had previously calibrated the transducer. The stm replaced the cpu main board and calibrated the transducer to resolve the issue. The unit passed all pneumatic, functional, and electrical safety tests. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) displayed error code 33. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) displayed error code 33. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.